Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the helix broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet was unable to be introduced into the right atrial (ra) lead. It was further reported that the right atrial (ra) lead exhibited a helix problem. The lead was removed and replaced. No patient complications have been reported as a result of this event.